Event description:
It was reported that the patient was not satisfied with a tactra device as the patient believed it should be longer and more supportive. The patient did not experience any adverse events related to the event. The physician will replace the device in approximately two weeks.

Event description:
It was reported that the patient was not satisfied with a tactra device as the patient believed it should be longer and more supportive. The patient did not experience any adverse events related to the event. The physician will replace the device in approximately two weeks.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this tactra underwent a thorough analysis. The cylinders were visually and microscopically examined; however, no anomalies or visual damages were found. It was noted that both cylinders were trimmed down at 16mm. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the reported allegations could not be confirmed.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis believed that the device was defective as it would not maintain form during intercourse; they stated that they believed that it should be longer and more supportive. The sales representative indicated the device needed to be repositioned more distally and that may have contributed to the clinical observations. The device was explanted and replaced. No further patient complications have been reported related to this event.

Event description:
It was reported that the patient believed this tactra malleable penile prosthesis was defective as it would not maintain form during intercourse. They had previously stated that they believed that it should be longer and more supportive. The sales representative indicated the device needed to be repositioned more distally; however, the reason was not currently known. The device was explanted and replaced. No patient complications were reported.